Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. No changes were reported. There were no patient consequences.